Manufacturer narrative:
This report is submitted on january 09, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with oral antibiotics on (B)(6) 2018 for a duration of 3 weeks and on (B)(6) 2018 the patient was treated with IV antibiotics. The issue could not be resolved; the device was explanted on (B)(6) 2018. Re-implantation is planned however has not taken place as of the date of this report.

Manufacturer narrative:
This report is filed on february 07, 2019.